Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements were taken; the inner delivery tube, the outer diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. The confirmed failure mode has been investigated in the CAPA system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was left in the loader when the delivery system was pulled out. The same thing happened with a replacement device. A third device was used to complete the procedure. The hospital did not report any patient effects.